Event description:
An occlusion alarm was reported, but the specific alarm number could not be verified in the pump history. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer did not have the pump available for troubleshooting, and technical support advised calling back if the issue recurred, which the customer understood and acknowledged.